Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the endoscopic image cannot be displayed/ the image is of center, water tightness is lost. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the event poor connection at the cable, the image suddenly turns black/dark was cause due to damage in cable unit, the endoscopic image cannot be displayed, and water tightness is lost. The event the image is of center was cause due to coupler mount was worn out. The most probable cause of the complaint was component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head experienced poor connection at the cable and the image suddenly turned black and dark, during set-up. There were no reports of patient involvement.